Event description:
It was reported that the insulin pump had a piece breaking off from the circular rim of the reservoir compartment. The customer also stated that the o-ring inside of the reservoir compartment was coming out as well. The blood glucose reading was 94 mg/dl. He was unsure of how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.